Manufacturer narrative:
The device history record shows evidence that the product was released according to all established procedures and qa documentation. Five (5) samples were received for evaluation. A visual and functional evaluation was performed, and no leaking was found, however a picture depicting the reported shows evidence of the leaking. The root cause and corrective/preventative action (CAPA) plan will be documented through a formal investigation. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that there was a leak between the enplus spike and the polyurethane tube and the connector was completely loose from the tube.